Manufacturer narrative:
Method ; followed up with company representative.

Event description:
It was reported that during a kyphoplasty procedure, a balloon became stuck in the vertebral body after inflating and deflating. The physician pulled hard on the catheter to remove it. A piece of the balloon may have been left inside the vertebral body as part of the balloon was missing upon removal. The case proceeded with cement fill. There was no allergy to contrast media and no patient injury. No further information was reported.